Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep informed the customer to review the users manual. There is no problem with the system.

Event description:
It was reported that the 9900 system was appeared to be heating too fast during a case. No patient injury was reported.